Event description:
It was reported on an external medwatch that the ethicon ligaclip was malfunctioning. It was not clipping at all times, staples were falling out, and the handle would not close. There was a prolonged procedure time. 08/23/2000 the device is an er320.